Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "low audio" was confirmed when powered on the device. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the dislodged rear case speaker. The rear case required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a low audio found during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h11: a review of the service history shows that the device has not been serviced within the last 12 months. Therefore there is no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.